Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device product code and batch number associated with this event is not known. The international affiliate reports the following possible product codes and batch numbers: product code uppm2; batch ga8kcra0; product code uppl2; batch ep8cbra0; in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was implanted at a different hospital. On (B)(6) 2013, the patient came to this hospital with a recurrent inguinal hernia. A reoperation will be performed to remove the mesh and replace it with a different mesh.